Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a manufacturer representative that a patient was traveling and ended up in the hospital for potential infection. The patient had a fever, chills, malaise, and pain. Surgical intervention was planned to remove the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.